Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's main housing was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the battery was on fire which warped the battery well and the user was unable to remove the battery. Complainant did not indicate that there was any patient involvement in the reported malfunction.